Event description:
It was reported that the balloon was punctured by the guidewire. The less than 75% stenosed target lesion was located in the mildly tortuous and not calcified brachiocepahlic fistula - cephalic vein. A 8.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, upon removal the guidewire was found poking out of the balloon. The balloon was tracked back over the guidewire and the devices were completely removed from the patient's body. The devices were not replaced since the procedure was already completed. No patient complications were reported.

Event description:
It was reported that the balloon was punctured by the guidewire. The less than 75% stenosed target lesion was located in the mildly tortuous and not calcified brachiocepahlic fistula - cephalic vein. A 8.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, upon removal the guidewire was found poking out of the balloon. The balloon was tracked back over the guidewire and the devices were completely removed from the patient's body. The devices were not replaced since the procedure was already completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a pcb 8.0/2.0/90 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. The pcb catheter is compatible with a 0.018 inch guidewire. The investigator was able to load a boston scientific 0.018" guidewire through the device without any issue. The balloon did not come out through the balloon as described in the event description. A visual and microscopic examination observed no damage to the tip of the device. A visual and microscopic examination identified that approximately 7mm of one of the blades was detached and not returned with the device. All other blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.